Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump reservoir compartment is cracked around the top and pieces were missing. Customer's blood glucose value was unknown. Customer stated that they were changing batteries frequently. The device will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. (B)(4).